Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator shut down during use. There was no harm or injury reported. Further information was received from the manufacturer's field service engineer stating the issue with the reported allegation was related to a nonfunctioning outlet the device was plugged into. The ventilator functioned as designed when connected to a known working power outlet.

Event description:
The manufacturer received information alleging a ventilator shut down during use. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.